Event description:
The device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed a power on reset (por) occurred on (B)(6) 2013 after explant. "Firmware initiated a por with no reason code" was indicated. The por cleared the implant data, therefore, a longevity calculation could not be performed. Analysis of the returned device was inconclusive. Concomitant products: 7122 competitor implantable tachy lead (B)(6) 2010; 4195 implantable pacing lead (B)(6) 2010. (B)(4).